Event description:
A customer contacted beckman coulter inc., (bec) and reported that about a tablespoon of diluent (isoton) leaked from the blood sampling valve (bsv) during startup of their coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The operator was using personal protective equipment consisting of gloves, a lab coat, and eye protection. There was no biohazard exposure to mucous membranes or open wounds. No patient results were affected.

Manufacturer narrative:
The field service engineer (fse) had spoken to the customer over the phone and had the customer to clean the blood sampling valve (bsv) and tighten the knob. After servicing the instrument, the customer cycled the instrument with no more leakage observed. The fse cancelled the service call. Cause of this event was loose bsv knob. (B)(4).